Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Bd received seven (7) photos that showed the bd safety-lok blood collection holder being used with non bd product as noted in the event description. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6153642. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that the device, safety-lok blood collection set, 7-inch tubing, luer adapter, 23 gauge needle, has been coming apart from the safety holder. No medical intervention or injury reported.